Event description:
A malfunction with a code of malf 16 was reported for a pump under warranty. There was no adverse impact to the customer's blood glucose level. Tandem technical support planned to replace the pump, and the customer was advised to use multiple daily injections as a backup therapy. The customer was also instructed to place the pump in storage mode and return it with a prepaid label within 10 days, which they acknowledged.